Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported while taking care of a restless patient, 'the cuff to the irrigation broke off'. It was further reported that the device was removed and replaced with a new one.